Event description:
Pt reported downstream occlusion alarm. Pt was preparing a new cassette and tubing, while she was priming tubing pt got downstream occlusion on the pump. Pt followed the steps for troubleshooting (checked for kink tubing, open all clamps, and remove any cap) but was still getting downstream occlusion. Advised the pt to make a second new cassette and new tubing and try again on the backup pump. Pt is infusing on the backup with no issue after making a new the second new cassette and tubing. No adverse effects reported. Pump serial number was not reported. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace the device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.